Event description:
The customer observed imprecise vitros valp qc results on the vitros 5,1 fs chemistry system on multiple dates in 2008. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The root cause of the biased valp qc results is unk and the investigation is on-going. Ocd field service will investigate and make necessary repairs to the vitros 5,1 fs analyzer as two different lots of vitros valp reagent have been involved and the customer continues to observe valp imprecision. The investigation determined that the customer was storing and handling the valp reagent packs according to the MFR's recommendations.